Event description:
It was reported that a mesa power puller bent intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
A visual inspection was performed, the tip of the puller is deformed and bent inwards. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot and catalog number, no adverse trends were identified. The device was manufactured in 2013, making it 9 years old. Based on the age of the device, the most likely cause is wear from the device's extended use. Excessive force and misalignment of the device with the rod could also cause the deformation found on the device.

Event description:
It was reported that a mesa power puller bent intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.